Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient was no longer using the stimulator. The explanted implantable pulse generator (ipg) was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the patient was no longer using the stimulator. The explanted implantable pulse generator (ipg) was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.